Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein an additional lead was added to the system to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating the additional lead implant took place on (B)(6) 2022. Reportedly the patient is received therapy.